Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from a single pt samples that were generated by the unicel dxl 800 access instrument. Four (4) samples (a-d) collected from a pt on 4 different draws were tested for accu tni and the following results were obtained: 0.76ng/ml, 1.08ng/ml, 0.78ng/ml, and 0.64ng/ml. The accu tni results were reported out of the lab. The customer indicated that all four samples were sent to a reference lab for troponin testing and the results were: 0.60, 0.60, "<0.06", <0.06". Three days later, a fifth sample (e) was collected from the pt and tested for accu tni; 2 results of 0.04ng/ml were obtained. Based on available info, the pt received an angiogram which was negative. There was no report of pt injury as a result of this event.

Manufacturer narrative:
Investigation summary: qc was within customer's specifications prior to and after the event. The samples were collected in 13x75 gel tubes. The customer sent sample e to beckman coulter for testing and a negative accu tni result was reproduced. There was no sample remaining for the four elevated samples in question. Customer declined service as the event was isolated to one pt samples. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.